Manufacturer narrative:
The following fields were updated due to additional information d9. Returned to manufacturer: yes. H.3 device eval by manufacturer yes. D9. Device available for eval: 19-dec-2025. Investigation summary: bd received one sample and two photos for investigation. The customer photos show a device with blood leakage in the holder and a damaged sleeve. The returned sample was subjected to visual inspection for sleeve leakage. The sample failed testing as it was received with blood leakage in the attached holder. Additionally, ten retained samples were subjected to functional tests for sleeve function. All retained samples passed testing, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred after collecting the fourth tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred after collecting the fourth tube. No adverse impact was reported regarding the patient or user.